Manufacturer narrative:
Several attempts were made to get additional information from the customer (product information, health impact) without any success. Therefore, root cause could not be established for the customer complaint. Complaints will continue to be monitored and trended. Note: device product code is a generic code (obt). The customer did not provide any device information. A product report will be sent if we received any additional information from the customer.

Event description:
Phone call forwarded to qa complaints from ann who describes a possible allergy with one of the patient associated with her health care facility. She did not confirm if reaction was related to osteomed product and she did not disclose the location or surgeons name but requests the data collection form via email to complete. Email sent to (B)(6).